Manufacturer narrative:
(B)(4). The investigation concluded some resistance was felt when manually manipulating one of the leaflets, and tissue was observed in the recessed pivot areas that housed this leaflet. The orifice rim sections, pivot guards and recessed pivot areas did not appear to contain any surface damage or anomalies. No inflammation was observed and a gram stain was negative for organisms. No evidence was found to suggest the cause of the tissue growth was due to an intrinsic defect in the valve, as supported by review of the valve's device history record and the analysis performed. The cause of the reported event remains unknown.

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2015, a mitral valve replacement was performed and this 27 mm sjm masters series valve was implanted. On (B)(6) 2016, an echocardiogram revealed one leaflet was not moving and the peak gradient was 25 mmhg with a mean gradient of 19 mmhg and trace paravalvular leakage was seen. Per report, the patient's anticoagulation was maintained between 2.0-3.5. On (B)(6) 2016, the valve was explanted and replaced with an (B)(6) perimount (size unknown). The patient was reported to be stable.